Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The remote service engineer (rse) provided the customer with the part number of the replacement central processing unit (cpu) printed circuit board assembly (pcba) for repair, and the customer informed the rse that the customer was aware of the fact that the replacement cpu pcba is to include reprogramming the serial number and total operating hours and reinstalling the software options. The investigation is ongoing.

Manufacturer narrative:
H11: the customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) and called technical support to obtain the encryption codes to re-enable options. The remote service engineer (rse) provided the customer with the encryption codes, and the customer was able to successfully enable the options. The device passed the required performance verification tests per philips standard and was returned to service. Per good faith effort (gfe) response received 07aug2025, the 1104 ¿backup alarm failed¿ alarm error occurred at power-on self-test (post). This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this complaint is no longer reportable and was reported in error.